Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated when treatment was complete on step 9 and as the cassette was removed from the cycler, fluid was found leaking from the cassette into the cassette door. The patient let the cycler sit with the cassette door open for the day to allow the cycler to dry. The machine did not alarm or message when the fluid leak was discovered. The patient knew how to perform manuals. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient stated when treatment was complete on step 9 and as the cassette was removed from the cycler, fluid was found leaking from the cassette into the cassette door. The patient let the cycler sit with the cassette door open for the day to allow the cycler to dry. The machine did not alarm or message when the fluid leak was discovered. The patient knew how to perform manuals. The patient did not report any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event during the initial report. Additional information was requested but was not received to date.